Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2215670: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional components involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2201462: (B)(4) items manufactured and released on 25-may-2022. Expiration date: 2027-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Reverse shoulder system 04.01.0003 std humeral diaphysis - cementless - 8 (k170452) lot 2215122: (B)(4) items manufactured and released on 08-oct-2022. Expiration date: 2027-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 8 days after the primary, the patient came in reporting pain due to shoulder luxation and the cause is unknown. The surgeon revised glenosphere and liner. During the revision surgery, it was also noted that the diaphysis was not well fixed. So the surgeon removed metaphysis and diaphysis, recut a bit of the bone, rebroached and put in a new stem (same size) that was sunk in deeper and had a better bite to the bone and the surgery was completed successfully.